Event description:
A customer contacted beckman coulter (bec) reporting that the reagent probe a wash collar was intermittently leaking from the unicel dxc 880i synchron access clinical system (full system). The customer indicated that the leak only occurs during operation and suspected that the fluid was dilute wash solution. Customer stated that the leak was about 10-15 ml and was contained to the reaction wheel cover only. The customer cleaned the leak with paper towels. The operator was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective face shields during this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
Customer stated no maintenance was done prior to the leak and all reagent probe line fittings and reagent syringe barrel are tight. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the valve solenoid had a small tear in the rubber diagram causing corrosion of the spring which led to the intermittent leaking. The fse replaced the valve which resolved the issue. (B)(4).